Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call to have received excessive battery out limit alarms when battery was out for less than a minute. Customer reported that display screen went blank; customer changed battery and display screen came back and went blank again. Customer reported that this continued to happen. Customer's blood glucose was 234 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed the displacement test and a21 error test. No a21 alarm noted. All operating currents tested within the specification range and passed off no power test. No unexpected battery out limit. However, the insulin pump was received with severely scratched display window, cracked reservoir tube lip and missing the end cap sticker noted.